Manufacturer narrative:
Liebel flarsheim field service engineer report: fse troubleshot system and found splash crash switches stuck. Fse lubricated switches, verified unit is operating properly, returned to full service by the customer.

Event description:
In 2008, customer called to report their urology table was stuck in an upright position. On a week later: technologist running system through morning checks when table stopped and stayed in the upright position.